Event description:
Customer was taken to the hosp, because seizing from low blood glucose. The customer had dosed based on device reading. The previous evening at 10pm the customer received a result of 389mg/dl and dosed 30 units of r, and 38 units of lantus. At 5am the next morning the customer was seizing. Their blood glucose was tested and the result was 245mg/dl. At 9am the customer tested blood glucose again and received a result of 273mg/dl. The customer ate breakfast and dosed 20 units of r, and 34 units of n. At 3pm the customer became disoriented and began to seize. They were taken to the hosp and they received a result of 52mg/dl. Dextrose IV was given. The hospital tested blood glucose again and received a result of 127mg/dl, and the customer's device was reading 340mg/dl. The customer has been leaving the cap off of the glucose strip vial. No controls were being used. A request was made for the return of the suspect device and replacement products were sent.